Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, patient was revised to address pain. Operative report of metal staining into the bone of the great trochanter, and mild metallosis was found in the trunnion. There was no evidence loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges injury, pain, stiffness, discomfort, weakness, limited mobility, anxiety, emotional distress, and elevated cobalt and chromium level. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.